Manufacturer narrative:
Evaluation summary: post marketing vigilance (pmv) received one suturing device, opened by the account with the appropriate blister package and display box. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A needle was received separate from the instrument. The jaw gap was measured and met specification. No witness marks on the bevel wall were observed on the instrument. The instrument was loaded with a needle from the inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned sample confirmed the product met quality release specifications. The file was concluded to be as tested satisfactorily. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap gastric bypass, the suture and needle came off the device. Nothing was left behind. There was no patient injury or hazard. No device fragment was left in the patient cavity. To correct the condition, another device was opened.

Manufacturer narrative:
(B)(4). Sulu also returned.